Event description:
It was reported by the customer that prior to use the cardiosave intra-aortic balloon pump (iabp) had error showing maintenance required. There was no patient involved.

Manufacturer narrative:
Other contact phone number: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusion), h11. A getinge field service engineer (fse) evaluated the unit and performed a full calibration which resolved the issue. The unit was returned to the customer. All functional and safety test performed.